Event description:
The event is reported as: end user alleges the lubrication on the catheter was insufficient. He alleged there was an injury while using this catheter that required unspecified treatment. The distributor is trying to get clarification of info.

Manufacturer narrative:
There will be no device sample for eval. The results of the investigation are not available at the time of this report.